Event description:
It was reported during a follow-up high, out of range, high voltage lead impedance was observed. It was noted the impedance had been gradually rising over the past year. Noise was not seen with provocative testing. The patient will be monitored monthly. The patient notifier was turned off. The patient condition is good.